Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/27/2013 with the following findings: testing confirmed intermittent responses to button presses on the 'up' and 'down' buttons. The 'ok' and 'contrast' buttons responded to user input. There was no visible damage on the keypad. The keypad cover was removed and contamination was present under the contacts of all buttons. Unrelated to the complaint, it was also observed that the text on the display screen is dim, discolored and difficult to read. The faded display was replaced with a test display. The test screen was fully functional and was fully illuminated with no visible signs of fading or discoloration of text.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reporter stated that the up arrow keypad button is difficult to push and requires hard presses to respond. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.